Event description:
The pt was undergoing a CABG in the or, when the anesthesiologist switched ventilator modes. At that time the machine failed to give inspiration. The anesthesiologist noted that, by moving the mode selection, the ventilator would operate for a time then fails again. The unit was pulled from service.